Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Suction: based on the clinical description and data logs review, the root cause of the suction is most likely patient related as volume resolved the alarms. Unable to reposition: due to lack of clinical information provided, it is unknown how the pump became deep and the reason it was unable to be appropriately positioned again, so the root cause of the unable to be repositioned cannot definitely be determined. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient had an impella 5.5 pump electively placed to support the patient during transfer. While on support, persistent suction alarms occurred. The impella¿s position was verified by bedside ultrasound and an albumin bolus was given. Additionally, the impella 5.5 was deep in the mitral valve. The pump was unable to be positioned appropriately and ultimately came out through the aortic valve which the patient did not tolerate. The patient crashed into bypass. The pump was explanted due to the complication.